Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection confirmed the header was loose from the device case. An x-ray of the device found that both the atrial tip and ventricular tip header wires were fractured at the header feed-through entry point. No electrical testing of the device was performed due to the fractured header wires. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. The loose header caused the feed thru wires to crack resulting in high shock impedance measurements. Pin gauge testing confirmed that all port diameters were within design specification range; however, the diameter of the is-1 ra spring contact component was found to be out-of-specification. This may have resulted in a suboptimal connection with the lead terminal.

Event description:
Boston scientific received information that the reported high shock impedance continues to be intermittently out of range. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shocking lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received and indicated that lead testing was done but all measurements were in normal range. The patient would continue to be monitored. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and indicated that this lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.